Event description:
Cuff came off catheter as 28cm centros catheter was being exchanged for a longer size. Second 32cm centros catheter was inserted. This catheter was being repositioned to adjust the tip to proper location. Cuff came off 32cm centros while being repositioned.

Manufacturer narrative:
Additional catalog #: 10303102, additional lot #: s08d02. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. However, a corrective action has been opened to address this type of complaint. Based on information obtained through the corrective action it appears as if the cause of the complaint is a mfg error. This product is manufactured at via biomedical. This type of complaint will continue to be monitored for trends. No further action at this time.